Event description:
The following was reported to hamilton medical ag: the patient was admitted to the intensive care department of our hospital on (B)(6) 2023 due to severe pneumonia and respiratory failure. The patient has a history of hypertension for over 1 year and has had bilateral lung infections severe pneumonia and respiratory failure were re admitted. After admission, the patient followed the doctor's instructions for symptomatic treatment and received a ventilator to maintain their vital signs. On (B)(6) 2023, the ventilator suddenly stopped under normal use, causing a red alarm to flash and sound, causing the patient to experience suffocation and endangering lives. Hospital analysis: this situation occurs during normal use and is due to product reasons. Rescue patient according to the rescue process.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).